Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During device check, the autopulse platform (sn (B)(6)) showed a fault 16 message (timeout moving to take-up position) upon powering on, and the lifeband was unable to retract. After replacing the lifeband, the customer followed the user guide instructions to clear the fault, but it remained unresolved. The customer stores the autopulse platform in their trucks which is temperature controlled. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a fault 16 message (timeout moving to take-up position) upon powering on was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective motor controller board. Upon visual inspection, no physical damage was observed. The archive data indicated multiple fault 16 messages, confirming the reported complaint. The autopulse platform failed functional testing due to fault 16 displayed upon powering up, confirming the reported complaint. The motor controller board will be replaced to address the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).